Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy procedure on (B)(6) 2019 and barbed suture was used. The fixation tab could not fix tissue well. Changed to a different device to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.